Event description:
A malfunction was reported with the pump displaying a malfunction code of "malf 0." There was no adverse impact on the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump. After the reset, the malfunction code did not reappear, and the customer was instructed to continue using the pump and to call back if the issue recurred.